Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has insufficient helium. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11. Corrected fields: h6(medical device ¿ problem code). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the helium reservoir, helium tubing assembly and o-ring, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has insufficient helium. There was no patient involvement reported or no harm/injury reported.